Manufacturer narrative:
Additional h-3 summary: received one picture showing two white plastic needles from product code 810081 for evaluation. An investigation was performed based on the picture. The lot number was not available. The white plastic needles observed on the picture were manipulated and used. There is blood on the white plastic needles. The white plastic needles are deformed and twisted. During the surgery, the plastic needles were used, manipulated and stretched. The defect seen during the picture evaluation is aligned with the defect described in the event description (damaged white helical passer sheath = damaged white plastic needle). The defect identified is not linked to a manufacturing issue. No further investigation will be conducted on this complaint due to external cause. External cause (user used): the manufacturing process could not create this defect.

Manufacturer narrative:
(B)(4). Date sent to FDA: 12/02/2020. Additional information was requested, and the following was obtained: were any deviations noticed from the normal trajectory of the introducers? [Ans: no.] Were the introducers deformed or was the introduction forced so that there might have been a deformation of the introducers? [Ans: unknown.] It was reported that "there were sharp edges which were exposed to the patient in the obturator foramen during the pulling through the skin wound" can you explain where on the device the sharp edges were (plastic sheath or other part of device)? [Ans: the sharp edges were observed in plastic sheath when helical passer removed from plastic sheath and the edges of hole left become sharp.] How many times was the sheath manipulated with clamps? [Ans: unknown.] What kind of movements were performed while removing the sheath and retracting the introducer (pulling or twisting)? [Ans: she tried remove the helical passer by rotating it out with the same as holding the plastic tube as the stabilize it.] Was the problem bilateral? [Ans: no.] This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the patient received any medical or surgical intervention for the pain and numbness? [Ans: no]. Was the nerve damaged? [Ans: unknown, no follow up checkup by the doctor.] There was a suspicion of a hematoma did the doctor confirmed this suspicion? [Ans: unknown, no follow up checkup by the doctor.] Could you provide the lot number? [Ans: no.] It was reported that the procedure was successfully completed please confirm if the mesh remain implanted and the helical passer and trocar tube were discarded. [Ans: yes.]

Event description:
It was reported the patient underwent a sling procedure on (B)(6) 2020 and the mesh was implanted. During the procedure, when the device passes the obturator foramen and the plastic trocar tip pass through the skin, a doctor was trying to remove the helical passer by rotating it out with the same as holding the plastic tube as the stabilize it. However, during the process it was found that the plastic tube is very difficult to be removed and be bended easily during the process. As a result, the tube was twisted and deformed and there were sharp edges which exposed to the patient in the obturator foramen during the pulling through the skin wound, which caused skin pain/ thigh and groin pain or numb after the procedure. It was a suspicion of hematoma formed by the sharp edge which could block the nerve. There were no fragments generated. The procedure was completed successfully. The mesh remains implanted and the helical passer and trocar tube were discarded. There was no any medical/surgical intervention for the pain or numbness performed.